Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. The tip is damaged. Microscopic examination revealed that the balloon has a pinhole 9mm from proximal markerband. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending (lad) artery. A 3.50mm x 15mm nc emerge® balloon catheter was advanced for pre-dilatation; however, the balloon ruptured. The device was completely removed from the patient and pre-dilatation was completed with a non-bsc balloon catheter. Subsequently, a stent was implanted and the procedure was completed. No patient complications nor injuries were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending (lad) artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced for pre-dilatation; however, the balloon ruptured. The device was completely removed from the patient and pre-dilatation was completed with a non-bsc balloon catheter. Subsequently, a stent was implanted and the procedure was completed. No patient complications nor injuries were reported.